Event description:
Info received indicates the left intermediate siderail will not latch.

Manufacturer narrative:
The tech found the siderail bracket and both pivoting arms were bent. The tech replaced the bracket and pivoting arms to repair the bed.